Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Bowstringing in neck was reported. Extensions were individually tunneled in separate tracks. Intra op contact 3 in all pairs with 3 in left hemisphere lead. Came back high around 32k ohms after lead was reconnected. Once lead was fully connected and implanted impedance improved to around 5k ohms for all combos with contact 3. Environmental/external/patient factors that may have led or contributed to the issue are unknown. Extension revision was completed. Once revised and reconnected high impedance contact 3 left hemisphere lead. Issue was not resolved at time of report. Additional information was received from the rep. It was reported that the cause and resolution were unknown. No further complications were reported.